Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter leaked at the junction of the catheter. The reported defect was detected during use. There is no patient injury, complication or consequence. The patient condition is reported as "fine". Therapy was not delayed or interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned an endurance catheter for analysis. The endurance needle was not returned. Signs-of-use in the form of adhesive residue was observed on the catheter side arm. Visual analysis of the catheter revealed a small kink in the catheter body directly adjacent to the juncture hub. Microscopic examination of the kink revealed the material was torn and had created a hole. The material at the kinks was flared outwards and folded over. This type of damage is consistent with a kink in the catheter body leading to a tear. No other defects or anomalies were observed. The kink/hole in the catheter body was located 1mm from the juncture hub. The catheter body length measured approximately 85mm , which is consistent with the nominal value of 85mm per the catheter assembly graphic. The catheter body outer diameter measured .0415", which is within the specification limits of .041"-.045" per the catheter extrusion graphic. To take the inner diameter of the catheter body, the catheter was severed approximately 2cm from the juncture hub. The catheter body inner diameter measured .031", which is within the specification limits of .030"-.034" per the catheter body graphic. The catheter was flushed with water through the extension line using a 10ml hand syringe. Water was observed leaked out of the tear in the catheter body adjacent to the juncture hub. No blockages or additional leaks were observed. A failure-investigation-report (fir) was performed by the manufacturing site for this failure mode and it was determined that there are no steps within the manufacturing process that could create the defect observed with the returned sample (prior to the leak test). The catheters are 100% leak tested during internal quality control indicating that the kink/tear likely occurred after the product had been released. The IFU provided with the kit describes suggested techniques for catheter insertion and maintenance to mitigate damage to the device. It instructs the user to "fully advance catheter until the juncture hub advancer nose is against the insertion site" as well as warning "do not force catheter if resistance is encountered during advancement." The IFU also contains the warning "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage" and provides a photo for visual instruction. The report of a catheter body leaking in use was confirmed through complaint investigation of the returned sample. Visual examination of the returned endurance catheter revealed that the catheter body was kinked and torn directly adjacent to the juncture hub. The appearance of the kink/tear is consistent with the catheter body kinking in use creating a hole/tear in the catheter material. The undamaged portions of the catheter body met all relevant dimensional requirements. Additionally, a failure investigation report performed by the manufacturing facility noted that the catheters are 100% leak tested before release and concluded the defect was unlikely to result from any manufacturing steps. Based on these circumstances and the customer report that the defect occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the catheter leaked at the junction of the catheter. The reported defect was detected during use. There is no patient injury, complication or consequence. The patient condition is reported as "fine". Therapy was not delayed or interrupted.